Manufacturer narrative:
As received, only the connector portion of the lead measuring 6.0cm was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07184. It was reported that the right atrial (ra) lead was noted with lead noise, and the right ventricular lead had high capture thresholds. Both leads were extracted and replaced. The patient was stable.